Event description:
It was reported that the 2.0x15mm nc trek balloon would not hold pressure during preparation and was unable to be prepped. The device was set aside for return. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis and the reported leaking at the hub was confirmed when the device was pressurized. A review of the complaint handling database was performed, which identified no similar events related to leaks for this lot. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to leaking at the hub were inconclusive, as to how the damage may have occurred. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.